Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse found that the customer had tightened the loose syringe barrel previous to his visit to resolve the reported issue. He verified operation and ran controls with no issue.bec internal identifier for this report is (B)(4).

Event description:
The customer reported that ca and cb controls failed on multiple analytes on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Device manufacturing date was omitted from original report.